Event description:
The pt wasn't able to bolus using the pt therapy manager. She experienced increased pain associated with the event. The hcp attributed the event to the programmer. The pump and catheter were explanted. The hcp reported there was no injury associated with the event.

Manufacturer narrative:
(B)(4). The implantable pump and catheter have been returned to the MFR for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.